Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was explanted during initial procedure as there was scratch on the lens. Additional information was received after implantation, the doctor noticed the lens was scratched. They explanted the lens and implanted another to complete the surgery on the same day. The doctor was unsure of what caused the scratch.